Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Reportedly, customer required assistance to treat bg level. The customer declined troubleshooting, or to provide additional information regarding the reported issue.